Manufacturer narrative:
The device was received at boston scientific's return product department. The device will undergo detailed analysis to determine root cause.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services ts in late-(B)(6) 2014. Upon initial interrogation, a red screen on the programmer was displayed associated with an error code hi. The error code was associated with a high shock impedance (greater than 400 ohms). The device was reprogrammed of. A memory upload was obtained which was sent to boston scientific's in-house engineering. A review of stored data found that the device began to have difficulty measuring the shock lead impedance on (B)(6) 2014. The data indicates that the device could not dump the capacitor voltage down low enough to start a measurement (dump timeout). This issue continued until the recent open lead measurement, the first of which started on (B)(6) 2014. It was suspected that the issue may be the result of a contaminate between adjacent pins on the low power hybrid circuit. This issue likely does not affect high voltage charging and shock therapy delivery but does impact the device's ability to measure shock impedance. If left implanted, the device will continue to generate faults and warning tones. Ts recommended that the device should be explanted and returned to boston scientific. The patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and replaced without incident. The replacement device was connected to the chronic electrode.